Manufacturer narrative:
A prepaid mailing label has been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. Pir#: (B)(4).

Event description:
The consumer's wife helps him with his injections. On (B)(6) 2014, the needle broke off in the consumer's stomach. The first hospital, he went to did seven x-rays and the needle could not be located. The second hospital, he went to did three x-rays and the needle was found and surgically removed.